Event description:
Ous MDR - after an implantation time of 51 months, inappropriate shock delivery was reported. No deterioration of the pt's health was reported. A new rv lead was implanted.

Manufacturer narrative:
Ous MDR.